Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at one point during the surgery, the bipolar fenestrated grasper (bfg) joint broke. When this happened, the nurse noticed that the instrument was at 0% of its useful life before it broke. The instrument was removed in accordance with the broken instrument protocol and replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
D9, h3 and h6: annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg). Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Drive cable three was noted to be frayed and broken. Functionally, the jaws were not manipulated due to the damage to the cables. The instrument was used eight times for six hundred and eighteen minutes. The maximum use time is five hundred and twenty-one minutes. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at one point during the surgery, the bipolar fenestrated grasper (bfg) joint broke. When this happened, the nurse noticed that the instrument was at 0% of its useful life before it broke. The instrument was removed in accordance with the broken instrument protocol and replaced with a new one to resolve the issue. There was no patient injury.